Manufacturer narrative:
(B)(6). Investigation: investigation summary: customer reported a broken bottle defect. Photos of a broken bottle were provided. Investigation conclusion: bd was unable to reproduce customer's experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for any broken and/or cracked vials. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based retention samples and batch history record review results. Bd recommends the use of bd bactec¿ safepod system or equivalent for safe transportation of bactec bottles. Letter #: (B)(4) should be provided to the customer. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Root cause description: no root cause was determine, complaint could not be confirmed.

Event description:
It was reported that while handling bd bactec¿ plus anaerobic/f culture vials, a glass vial broke in the user's hand causing blood to splash out of the vial and a minor cut on the customers hand which resulted in exposure to collected blood from the vial.

Event description:
It was reported that while handling bd bactec¿ plus anaerobic/f culture vials, a glass vial broke in the user's hand causing blood to splash out of the vial and a minor cut on the customers hand which resulted in exposure to collected blood from the vial.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer's experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for any broken and/or cracked vials. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based retention samples and batch history record review results. Bd recommends the use of bd bactec¿ safepod system or equivalent for safe transportation of bactec bottles. Letter #: shq-170 should be provided to the customer. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Investigation conclusion: no root cause was determine, complaint could not be confirmed.

Event description:
It was reported that while handling bd bactec¿ plus anaerobic/f culture vials, a glass vial broke in the user's hand causing blood to splash out of the vial and a minor cut on the customers hand which resulted in exposure to collected blood from the vial.

Manufacturer narrative:
Correction: type of reportable events: serious injury.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that while handling bd bactec¿ plus anaerobic/f culture vials, a glass vial broke in the user's hand causing blood to splash out of the vial and a minor cut on the customers hand which resulted in exposure to collected blood from the vial.